Event description:
Cautery unit discharged current immediately upon hook up of power cable to endo-shears. Appears cause was MFR's cable. Cable has screw-on housing which was loose and when connected to the cautery's unipolar channel, the unit was activated without using the foot pedal.